Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was provided. The issue was not noted before the device was used on the patient. The device evaluation was completed on 24-feb-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed no damage or anomalies. An irrigation test was performed, and the device was totally occluded. A guidewire was used and it was found that the occluded area was in the dome section. A microscopic inspection of the dome section revealed that the irrigation holes were occluded by reddish material presumably blood. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer was confirmed. The potential cause of the blood residues in the irrigation holes could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under (B)(4). The bwi product analysis lab received the device for evaluation on 19-feb-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch and the irrigation issue was not noted before the device was used on the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was provided on 22-jan-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. The pump did not report any errors. This problem was found to be due to the catheter indicating a high temperature. The catheter can quickly drain water outside the body, but it did not solve the problem. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. This event was originally considered non-reportable, however, bwi became aware on 22-jan-2025 that the irrigation issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 22-jan-2025.